Manufacturer narrative:
Updated section a1 and a2. Updated section g3/g4. Updated section g reporting contact first name and last name. Device stent graft remains implanted, was not available for direct analysis by gore. In addition, the delivery catheter was returned. The delivery catheter was evaluated and the following was reported: the reported failure that the device was improperly placed could not be independently confirmed. As reported it is unknown why the device was not properly placed, and it is unknown if the device migrated during the procedure. The root cause of the reported improper device placement could not be established. Additionally, the reported failure that the device was unable to be constrained could not be independently confirmed with the available information. The returned delivery system was evaluated, and no damage or abnormalities of the components involved in constraining were observed. However, without the endoprosthesis, the interaction between the delivery system and the endoprosthesis could not be evaluated. Therefore, the root cause of the reported inability to constrain the device could not be established.

Event description:
On (B)(6) 2024, the patient was treated for a zone 9 abdominal aortic aneurysm. The physician implanted a gore® excluder® conformable aaa endoprosthesis cxt281412. It was planned to implant the device below the renal arteries, but was not placed where originally planned, so the physician constrained the device, repositioned it, and reopened it. Again, it ended up in a location other than what was desired. The physician tried to reconstrain, but the device would not reconstrain. The device was fully open and covering approximately 80% of the right renal artery. The physician implanted a vbx into the right renal to ensure patency. The patient tolerated the procedure. It was unknown why the device ended up in a position other than what was desired, and it is unknown if it migrated during the procedure. The physician has no opinion on the cause of the positioning error.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications h6: code d12 ¿ according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper component placement, incomplete component deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.